Event description:
A pump encountered an altitude alarm, classified as alarm 21. There was no adverse iermpact on the customer¿s blood glucose level. The issue did not necessitate replacing the cartridge, and the customer was able to resume insulin delivery using the original cartridge after receiving preventative tips from technical support.